Event description:
It was reported that a restrained patient was able to pull apart the "d" ring on the posey biothane cuff. There was no patient or personnel injury.

Manufacturer narrative:
Other) - u-bar or d ring breakage - evaluation results: other, a visual inspection of the returned product shows that the "d" or "u" ring was missing when the cuff was received. There is visible corrosion on the rivets securing the mounting plate to the restraint. Similar corrosion can be observed around the rivets which secure the locking post mounting plate to the restraint. However, the corrosion does not appear to have contributed in any way to the failure of the u-bar as there is no presence of rust at or near the openings on the mounting plate where the u-bar had been attached. Conclusions: no root cause conclusion can be drawn. Due to the fact that the actual u-bar that broke off was not returned it is not possible to determine a root cause for failure.